Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon ¿power cannot be turned on¿ occurred due failure of the power supply printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a printed-circuit board failure caused a lack of power. In addition to the reportable malfunction, the front panel was depressed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition lcd monitor was out of power and the power supply was no longer functional, however 230 volts did arrive at the power supply plug. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a printed-circuit board failure causing a lack of power. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.